Event description:
The patient reported that the basal rate changed to 0 units per hour without user intervention. The patient confirmed that she set the basal rate differently in the pump settings. The cause for the change could not be discovered during troubleshooting.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no history from the time of the alleged event was available due to continued patient use. The pump was exercised for 24 hours without interruptions or changes in basal rate.